Event description:
It was reported that the patient was implanted with an ECMO as a right ventricular assist device due to the patients bad right ventricle function on (B)(6) 2021. The patient's right ventricle was not beating well when the surgery began. The patient went into cardiac arrest and passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2021, the patient was implanted with an extracorporeal membrane oxygenation (ECMO) system as a right ventricular assist device (rvad) due to poor right ventricular (rv) function. The patient then went into cardiac arrest and ultimately expired despite cardiopulmonary resuscitation (CPR) efforts. It was reported that the death was not considered to be device or therapy related; however, the cause of death was not provided. It was also communicated that heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.